Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not seat during surgery. An alternate liner was used and seated easily.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The elevated liner was returned for review. Visual inspection reveals that the liner has gouges and indentations around the inner and outer surface. The polar boss is noted to be compressed and misshapen. Dimensional analysis was found to be conforming where measured. Device history records show no deviations or anomalies were noted in the manufacturing process for this lot. The reported device is used for treatment. Review of the complaint history identified no previous complaints for the part lot combinations provided. It is not known if the damage seen at the polar boss was due to seating, or occurred during extraction. Therefore a root cause for the lack of seating could not be determined with the information provided